Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient stopped charging the ipg as recommended. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, patient has effective therapy.